Event description:
Philips received a complaint by the customer on the v60 indicating that it was not operating on ac power, only battery power. Now the unit will not power on. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. With ac power connected there were no led's illuminated on the front of the display. Found no power coming out of the power supply. The customer had a power cord and replaced it. Now there is 24vdc coming out of the power supply and the power switch led is on steady and the battery led is flashing. Unit now powers on, battery voltage is reading 12.2 vdc. The rse advised to allow the battery to charge until the battery led is on steady before placing back into service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.